Manufacturer narrative:
Additional information: there was difficulty removing the device from the patient. All components of the device were removed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided a cine image of a catheter with a guidewire (gw) loaded. It could not be determined if the gw was the capture wire of the spider fx. The catheter inside the vessel was curved and could not determine if the catheter image may have been the delivery catheter or possibly the sheath. Product analysis: the spider fx was returned inside a biohazard pouch. No ancillary devices were included. The spider fx was removed from the pouch and inspected. It was observed the distal tip of the delivery catheter was fractured off and stuck over the filter of the spider fx. The fracture was radial and sign of stretching. The proximal segment of the delivery catheter showed an bend/twisting of the delivery catheter approximately 2cm from the fracture face. The fracture face was ductile and showed signs of exposure of excessive tensile forces. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx embolic protection device with a 8fr non-medtronic sheath during treatment of a 2cm lesion in the patient¿s mid right common carotid artery. Artery diameter reported as 6mm. Severe vessel tortuosity and slight calcification are reported. Pre-dilation was not performed. IFU was followed. A kink in the guide catheter is reported. The filter was deployed in the target location and the physician attempted to retrieve the green catheter from the patient through the tight bend/kink in the guide catheter. Little resistance was felt during withdrawal. On removal of the green catheter, it was observed that the white distal marker had detached at the kink in the guide catheter. The physician pulled the filter back into the sheath and recovered the marker band that was still on the wire. A new spider was then used to complete the procedure. No patient injury reported.